Event description:
It was reported that the radiofrequency programmer head was not working. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software analyzer. Product ID: 2090, programmer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the device was not working, it worked as expected though it was noted that the cable insulation was damaged.